Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they noticed a leak under the hydro drawer on synchron lx I 725 clinical system. Customer also stated that the instrument is using an extreme amount of wash concentrate. No injury has been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced tubing under the wash solution valve, which had split tubing. The fse ran qc and checked for additional leaks.